Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found to operate within specification.  A review of the event history log identified air in line messages. The alarms in the log were likely a result of normal pump operation. However, the log only cannot be used to confirm the reported problem. No correction is required.  Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The event occurred in intensive care unit after delivery of the first medication, try to put another medication and the pump indicate the same alarm. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.